Event description:
New information noted that the right atrial lead was explanted and replaced. The right ventricular lead was attempted to be explanted however was unsuccessful and was abandoned. The patient was in stable condition.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial and the right ventricular leads both exhibited oversensing noise. No intervention has been performed. The patient was in stable condition.